Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure display issues occurred. The rotablator console kit assy ul/csa was being tested outside of the patient when it was noted that the burr would rotate intermittently and the rpm readout was not displayed on the console screen. The physician attempted to test the devices inside of the patient with the same results. The burr was removed from the body and the procedure was completed in a different manner. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the console was received in good condition - the repair report does not indicate any damage. Functional check rotablator console was tested and the console functioned properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure display issues occurred. The rotablator console kit assy ul/csa was being tested outside of the patient when it was noted that the burr would rotate intermittently and the rpm readout was not displayed on the console screen. The physician attempted to test the devices inside of the patient with the same results. The burr was removed from the body and the procedure was completed in a different manner. There were no patient complications reported and the patient status is fine.